Event description:
The distal pin of screwdriver broke off during surgery. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of both complained hex screwdrivers has shown that the centering pin is broken off due to mechanical overloading during usage. In order to prevent such breakages the screwdriver tips should be correctly inserted/seated in the head of the screw. The device history records were reviewed and showed conformity with the material and manufacturing specifications. No product or material related conditions were found.